Manufacturer narrative:
Exact date unknown, event years prior re-implant surgery.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explant procedure due to erosion. The patient later had a new aus implanted. There were no patient complications reported.